Manufacturer narrative:
One I/a handpiece 85795st from lot fs20036720 was returned and evaluated. Microscopic inspection of the handpiece showed evidence of use however the device was not damaged. The cannula is intact and the sleeve had no cracks or holes in the silicone. The reported fiber was not returned for evaluation. The device history record was reviewed, no deviation or issue was detected, the lot was manufactured according to specification. The source of the reported fiber is undetermined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The device has been returned to manufacturer for evaluation, pending processing of return and results of investigation.

Event description:
The user facility in (B)(6) reported at the end of a surgical procedure a fiber of about 1cm long came out of the irrigation/aspiration and entered the patient's eye. The fiber could be easily removed by the surgeon and caused no damage to the eye. No patient impact reported.